Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the pacing lead impedance had been decreasing over the past two years and was now lower than the normal range. Programming changes were made. The patient was stable with no adverse events before during or after the event.